Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The door not fully latched message was reproduced and confirmed through eval. This condition was caused by loose link screws. The link screws were replaced.

Event description:
During baxter's eval, a spectrum pump alarmed door not fully latched. There was no pt involvement.